Event description:
While wearing the external equipment, the patient reportedly experienced intermittency between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's ci device has been scheduled.